Event description:
On (B)(6) /2013, the reporter contacted animas, alleging a history/settings issue. The reporter indicated that the pump was not giving low or replace battery alarms. The reporter indicated that the battery had to be replaced twice but neither battery gave a low or replace battery alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 [date of submission 05/13/2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history was reviewed and a low battery warning was observed on (B)(6) 2013. During evaluation low battery warnings and replace battery alarms were produced during evaluation and were accurately recorded in the pump history.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.